Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a computed tomography (CT) dated (B)(6) 2014, revealed the rlt281412/13068881 device trunk had compressed. In addition, the distal end of the trunk leading into the left ipsilateral iliac limb had kinked. The plc231200/12772577 device was implanted on the left side and used to extend the ipsilateral limb. There was 2cm of this device outside the ipsilateral device limb (IFU states a min of 5cm needs to extend distal outside the device). The physician reintervened on (B)(6), 2014, and relined the plc231200/12772577 device with a balloon expandable stent. The issue was resolved and the patient tolerated the reintervention. The root cause of the compression and the kink was due to too much material in the flow lumen of the device. This is due to inappropriate use and due to oversizing.

Manufacturer narrative:
Patient medications: verapamil, cyanocobalamin, lisinopril, levofloxacin.additional devices implanted and/or related to this event: plc231200/12772577.the review of the manufacturing paperwork verified that these lots met all pre-release specifications.refer to field b6 for the results of the imaging evaluation.

Manufacturer narrative:
(B)(4)